Manufacturer narrative:
(B)(4). As returned the drill bit has fractured. The cutting flutes are dull and exhibit damage that could be due to extensive usage in the field. Dimensional analysis of the returned drill found that it meets print specifications were measured. Additionally the hardness of the drill was checked and is within specification. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination related to drill fracture. The instrument/provisional use and care package insert indicates that breakage can occur when instruments are subject to high loads and/or impact. This device was manufactured in january 10, 2012, with a potential field age of 2 years and 8 months, and has been used in an unknown number of surgeries. The reported issue appears to have been caused from use and not related to a significant design/ manufacturing issue. Upon further review of the original rationale not to file a MDR, it has been determined that the rationale was not sufficient and therefore this MDR is being filed.

Event description:
It is reported that the drill bit broke while drilling the pin holes for the tibial sizing plate.